Manufacturer narrative:
Sample not available.

Event description:
One (1) patient (B)(6) stated that she experienced a burning sensation in the eyes after using medical device, equaline hydrogen peroxide cleaning & disinfecting lens care system. Patient claim to have used it thinking it was saline solution.